Manufacturer narrative:
Evaluation summary: the monitoring samples, for device 1 and device 2, were reviewed and found within specifications for adhesion testing. Subjective assessments of the returned samples were conducted for adhesion, tack and adhesive spread. All test results were satisfactory, and no faults were observed. We are continuing to investigate preparation techniques with these products.

Event description:
The reported event was from a hospital compiled from nursing staff comments. In this complaint, no specific patient information, medications administered or patient outcomes were provided to determine if a serious injury occurred. Complainant stated 4007 product (device 1) does not stick on IV sites. Within minutes to several hours, the dressing would begin to come off. If there was any sweat, it would not stick at all. Per complainant, ICU staff said they are changing the dressings three times per 48 hours. Some ivs have been lost due to the dressing becoming loose and falling off. This problem also occurs with the medical action kit dressing, (device 2). Outcome attributed to adverse event: IV sites dislodged.